Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they accidentally turned off the stimulation right before calling manufacturer. The reported issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said that she went to the chiropractor about 6 weeks ago and they used magnawave therapy on her and when they went over the ins the patient could feel the stim really strong in the pelvic region. Patient is going to the chiropractor again today because she had really bad pain down leg, and was going to have them work on her hip, and wanted to know how to turn off stim. The compatibility guidelines of magnawave was reviewed, and patient advised to not have the chiropractor go over the ins this time. Patient services (ps) went through how to turn stim off and patient said the stim is already off, but she didn't know the stim was off. Patient said she thinks it had been on and a few minutes ago when she tried to turn it off she didn't realize she shut it off because she thought the screen would go dark when stim was off. Ps reviewed how to turn off the stimulation. No further complications were reported or are anticipated.